Event description:
A complainant alleged that during an emergency room visit on (B)(6) 2012, he had used two (2) caviwipes as a personal wipe on his hands, groin, and anal area; the next day, he experienced a reaction with symptoms of hives, a rash, skin irritation, heartburn, indigestion, and burning skin in the areas which he had wiped.

Manufacturer narrative:
The complainant reported that he returned to the emergency room on (B)(6) 2012. An ECG, x-ray, and blood tests were conducted and the complainant was prescribed an oral corticosteroid (prednisone) and a topical ointment for the hives, skin irritation, and itching, as well as a prescription medication for the heartburn and indigestion. No further information regarding testing, diagnosis or prescription medications was provided. The complainant felt that the symptoms of the hives and indigestion did not improve, so he visited his family doctor on (B)(6) 2012. The doctor changed the indigestion medication; however, the complainant could not recall specific information with regard to the medication. To date, the complainant continues to experience the indigestion and the hives; however, both conditions have improved. The product involved in the alleged incident was not returned, and specific product information such as item number and lot number were not provided; therefore, no evaluation can be conducted.